Manufacturer narrative:
The initial MDR 2432235-2017-00083 was filed on february 1, 2017. Additional information (02/14/2017): the initial MDR, the event date was captured as november 9, 2017. The correct event date is (B)(6) 2016.

Manufacturer narrative:
The customer contacted a siemens customer care center. The customer stated that quality controls were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the functioning of the wash stations, mixers and probes and aligned the dilution probes. The customer replaced the dilution tray cuvettes. The cause of the discordant, falsely low ecre_2 results on patient samples is unknown. The instrument is performing within specifications. No further evaluation of device is needed.

Event description:
Discordant, falsely low enzymatic creatinine (ecre_2) results were obtained on patient samples upon repeat testing on an advia 1800 instrument. The samples had initially resulted higher. The initial results were reported to the physician(s). The samples were then repeated and discordant, falsely low results were obtained. The discordant results were reported to the physician(s). The samples were repeated on the alternate advia chemistry instrument, resulting higher. It is unknown if the results from the alternate advia chemistry instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecre_2 results.

Manufacturer narrative:
The initial MDR 2432235-2017-00083 was filed on february 1, 2017. The first supplemental MDR 2432235-2017-00083_s1 was filed on march 10, 2017 additional information (04/07/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided by the customer and the service report. The hsc specialist stated that the initial results obtained on (B)(6) 2016 for sample (B)(6) were comparable with the all of the repeat results obtained on (B)(6) 2017, except the sixth repeat run (i.e. When ecre_2 was run in full panel). For sample (B)(6), the second, third, forth, and fifth repeat results did not match the initial result obtained on (B)(6) 2016. The cause of the discordant, ecre_2 results on three patient samples is unknown. Corrected information (04/07/2017): relevant tests/lab data of the initial MDR states that 6 patient samples were affected. Upon review of data by the hsc specialist, it is evident that only three patient samples were affected. Sample 1, sample 2 and sample 3 correspond to sample 4, sample 5 and sample 6 respectively.

Event description:
On (B)(6) 2016, discordant enzymatic creatinine (ecre_2) results were obtained on three patient samples on an advia 1800 instrument. The ecre_2 results were higher when run in a full panel and were lower when run alone. The customer reported the initial results to the physician(s). On (B)(6) 2017, ecre_2 was repeated in a full panel, alone and with 1:5 manual dilution for all three patients on the same instrument. For each sample, one of the ecre_2 repeat results was lower than the other results when run in a full panel. The samples were also repeated on an alternate advia chemistry instrument, resulting higher. The repeat results were reported to the physician(s). The customer stated that the initial results were closest to the correct results. It is unknown which specific results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant ecre_2 results.